Event description:
It is reported that the device was implanted in 2007. Two month follow-up with x-ray, determined the locking ring on the liner was off and not locked. Pt will be monitored and no revision is planned at this time.

Manufacturer narrative:
This report will be amended when our investigation is completed.